Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st (device#1) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st(device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Addendum: h.11: this is an addendum to the initial emdr submitted. This supplemental emdr has been submitted to report the corrected product details provided in the amended legal claim. Updated fields: b4, b5, e1, g1, g3, g6, h2, h6, h10, h11 corrected fields: d1 (brand name), d4 (product catalog no.), d6.a (date of implant), g4 (PMA/510(k) #) this supplemental emdr represents the bard/davol ventrio st (device #1; initial MDR number 1213643-2019-02997). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #2; initial MDR number 1213643-2019-02998). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol ventralex st(device #1 and device #2) on (B)(6) 2012 and (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the ventralex st(device #1 and #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol ventrio st on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st(device#1) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol ventralex st (device #1 and device #2) on (B)(6) 2012 and (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1 and #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.